Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.0.0 h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that after completing a good registration and in navigation for a shunt placement procedure, the axial view would not show the ventricle in the software. A manufacturer representative (rep) reported all other views were functioning as intended. They had to go back and forth within the software and axial view was still unable to respond and show the ventricle. The rep then had to go back and forth and mess with the projection. It was reported the software finally responded and axial view looked as if it was functioning into the ventricle. The rep further reported the passive planar instrument was being used and verified successfully. The surgeon did not have confidence in the system accuracy. Additional information was received. It was reported that the system didn¿t navigate in the axial view when the surgeon had the passive planar on the patient¿s anatomy, it was fine in the sagittal and coronal views but wasn¿t in the axial view. It was noted that this was the third time a similar issue occurred with the system. The rep noted they didn't believe the software caused a monitor to go black on one cart and not on a different cart. The manufacturer representative (rep) uninstalled and reinstalled the software and couldn't reproduce the issue.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.